Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent primary breast augmentation with a unknown size unknown saline implant and was presented with left side breast implant deflation. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
On 01/24/2020, device evaluation was completed. Device evaluation summary: during visual evaluation of the device it was observed in anterior view a rupture measuring approximately 6 cm. Microscopic examination was performed and the cause of the rupture could not be identified. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/13/2020, he mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 1/14/2020, mentor became aware of the following: sex of the patient: female; field a3 has been updated on this form race: white; field 5a and 5b have been updated on this form replacement device used on 12/20/2019 was catalog number: 3507405mc; lot number: 7706969; and serial number: (B)(6). Manufacturer¿s reference number: (B)(4).